Event description:
It was reported that during a da vinci-assisted prostatectomy, unexpected complications arose resulting in the patient's extended hospitalization. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complications are unknown. A follow-up MDR will be submitted if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: it was reported that a patient underwent da vinci assisted prostatectomy, and unknown complications resulted in the patient's extended hospitalization. No other details are known at this time.